Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2021 due to high blood glucose level. The high blood glucose level of customer was 420mg/dl at the time of hospitalization. The customer had high blood glucose 500 md/dl at the time of incident. The current blood glucose level of customer was 170 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of incident. It was found that customer had experienced symptom at the time of high blood glucose level including tired, vomiting, dizziness, increased thirst. Customer was tested for ketone and it was found 3.4 to 2.8. Customer alleged that insulin pump was under delivering. The insulin pump had displacement verification test and reservoir not detected alarm sounded. Customer stated that cannula was bent. There was loss of communication between insulin pump and transmitter. The insulin pump had lost sensor signal alarm. The insulin pump will not be returned for analysis.